Manufacturer narrative:
(B)(4). It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015 and the patient experienced a hypoglycemic event. The patient had to call an ambulance and was administered a liter of IV fluid. The patient was said to be doing okay after the medical intervention. Sensor was inserted at the abdomen on (B)(6) 2015. No further patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.